Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer not detected on bus. A field service engineer reseated retractor band connectors to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer not detected by bus. The customer reported that users were unable to remove medications from the drawer, which led to a delay in the delivery of medication by 6 hours. There were no adverse events or injuries reported based on this incident. .